Event description:
It was reported that a patient (pt) had a break in aseptic technique during peritoneal dialysis (pd) therapy which caused peritonitis manifested by cloudy effluent. The pt was hospitalized for another event. The next day, while in the hospital, the pt experienced peritonitis. The same day, the pt was treated with vancomycin (500mg, intravenous (IV)) and cefepime (1 gram, IV) for peritonitis. At the time of this report, the pt was recovering from peritonitis and remained hospitalized. Pd therapy was ongoing. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.